Event description:
Customer reported unexpected negative reactions with anti-d (monoclonal blend) series 4, lot 504821, and anti-d (monoclonal blend) series 5, lot 505621,on the echo instrument. Patient sample has a history of being o pos.

Manufacturer narrative:
Retrieved batch files, camera and log report. Camera appears aligned and focused. Camera calibration values are within the acceptable limits. Review of the event log, no errors reported at time of testing. Review of the batch files. Sample (B)(6) performed in batch 24828 resulted as o neg d4 and d5 =neg visually appear as very light agglutination. Another sample performed within the same batch performed as expected. Another draw on the same patient (B)(6) performed in batch 24732 resulted as o pos. Anti-d series 4 and anti-d series 5 resulted 4+ and visually appear 4+ positive. Same lots of d4 and d5 used in each batch run but not the same vials. Qc performed as expected with 4+ reactivity in wells that should be positive, negative for all wells that should result as negative. Since samples collected on patient prior and after sample giving the unexpected negative reactivity reacted as expected with the same lots of reagents, all other patient samples reacted as expected, all maintenance is current and up to date, and camera is as expected, cannot rule out the sample as the cause of the unexpected negative reactions.